Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A nurse reported that the system required priming many times. The surgery was completed after a delay of approximately 30 minutes. There was no pt harm or injury reported.